Event description:
It was reported that this artificial urinary sphincter (aus) balloon migrated to the peritoneum from the space of retzius. It was noted that the balloon was encapsulated in the peritoneal cavity. The device was explanted. No additional patient complications were reported.